Event description:
While attempting to do a transbronchial wang cytolgy needle aspiration, unable to keep a suction and obtain specimen. Changed to another wang needle and the same thing happened. It was noted the needle had punctured out through the side of the catheter on both items. This was the second occurrence in two weeks with the same lot number.